Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the pull wire was found to be sticking out from one side of the forceps. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.